Manufacturer narrative:
Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device history record for this lot number was reviewed. 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring retention force is within specification. According to the device history record, the device met specification prior to market release. The wing jaw assembly, two rings, and the doppler probe were returned for evaluation. The device was visually inspected under 10x-50x magnification. The rings had dried blood on them and were free of tissue. The right ring was positioned incorrectly in the jaw. The left ring was positioned correctly in the jaw. The doppler probe was tested and is functioning normally. There is no immediate evidence to support why the ring did not stay in the wing jaw during use. The surgeon reported tht the ring was re-inserted during the procedure so the ring position as viewed during investigation is not necessarily representative of how it was originally packaged.

Event description:
It was reported that a gem 3.0mm flow-coupler was chosen for vein anastomosis in a diep breast reconstruction surgery. The product was opened and the flow-coupler was loaded onto the anastomotic instrument. The device was lowered into the surgical field and one of the flow-coupler rings fell off the wing jaw assembly. The surgeon attempted to place the ring back in the wing jaw assembly using a jeweler forcep. The ring then fell off again and would not stay in the wing jaw assembly. The device was removed and set aside. Another 3.0mm flow-coupler was opened and the anastomosis was completed without incident. No additional information is available at this time.